Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the system controller was exchanged months ago, due to insulation crack in one of the battery cables. Alarms resolved with the exchange.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of damage to the system controller power cables and associated alarms was unable to be confirmed as no product was returned and no additional log files or images were submitted. The provided information indicated the serial number for the system controller was unknown and no log files were downloaded. The associated alarms resolved after the system controller was exchanged; to date, no product has returned for further analysis. A root cause for the reported events was not conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the heartmate 3 system controller not being reported. The heartmate 3 instruction for use (rev. A) was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve all system controller alarms. The heartmate 3 instructions for use, section 8, entitled ¿equipment storage and care¿, covers maintenance, care, and use for the system controller power cables. The heartmate 3 instructions for use, section 2, entitled ¿system operations¿, instructs the user to not twist, sharply bend, or kink the system controller power cables. The heartmate 3 patient handbook (rev. D) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.